Manufacturer narrative:
B5 describe event or problem - updated. H6 impact codes updated: blood transfusion f2302 code added.

Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician successfully performed the transseptal puncture and then inserted the was. While the was was positioned in the laa of the patient it was noted that the patient had become hypotensive. Transesophageal echocardiogram (tee) imaging showed that the patient had a pericardial effusion with cardiac tamponade. The physician performed a pericardiocentesis and removed 350ml of fluid from the patient. The patient was stabilized following this treatment and is expected to make a full recovery from this event. It was further reported that the patient that was drained was given back to the patient.

Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician successfully performed the transseptal puncture and then inserted the was. While the was was positioned in the laa of the patient it was noted that the patient had become hypotensive. Transesophageal echocardiogram (tee) imaging showed that the patient had a pericardial effusion with cardiac tamponade. The physician performed a pericardiocentesis and removed 350ml of fluid from the patient. The patient was stabilized following this treatment and is expected to make a full recovery from this event.